Event description:
It was reported that following CABG, catheter was placed via subclavian. After placing catheter, they could not remove spring wire guide (swg). The catheter was removed. User attempted to remove still inserted swg using fluoroscopic guidance. When this failed, a cut down (5 cm in length) was performed to remove the wire. After pulling to get it out, swg separated into two, outside of patient. No patient complications reported.